Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil and a non-penumbra microcatheter. During the procedure, the physician placed multiple coils in the target location using the microcatheter. It was also reported that the microcatheter was flushed before and after placing each coil. Next, while advancing a ruby coil through the microcatheter, the ruby coil started to take shape within the microcatheter and, consequently, the ruby coil had unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached ruby coil were removed. The procedure was completed using new coils and a new microcatheter. There was no report of an adverse effect to the patient.